Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was noted to have fallen to the ground. Two days later, the patient experienced chest discomfort and heard a "bang-bang" sound from their chest and the patient was noted to have had an episode of ventricular tachycardia. The patient went to the emergency room where the lead was found to be fractured under echocardiography. The lead was capped and replaced. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.